Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during the exchange of intramedullary nail and in between nails using the synthes reamer/irrigator/aspirator (ria), the middle ria shaft, the tip of it where the ria head engages to the rest of it became bent and frail a little bit that caused the ria head to fall off the middle shaft in the medullary canal of the patient resulting the device being separated. They had an ria head inside the patient with nothing attached to it. As per the technique, it was on the ball tip guidewire that it goes over so the surgeon was able to get it out without any negative impact. There was no negative effect on the patient. There was a 5 minutes surgical delay. The procedure was successfully completed. Patient status is unknown. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). DHR review was completed. Part # 352.252s , synthes lot # h492281 , supplier lot # na , release to warehouse date: 19jan2018 , expiration date: 31dec2026 . Manufactured by synthes monument . The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 2.5mm reaming rod with ball tip (part 351.706s, lot unknown, quantity 1).